Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) headrest sensor. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the surgeon's head was intermittently not being sensed by the system. A "follow on master grips" (fomg) message occurred multiple times. The customer tried using multiple instruments with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded the error logs and found no errors. The issue occurred while the tse was on the phone with the head sensor flickering in and out. The tse had the caller reseat the foam headrest, press the emergency stop button, and recover. The issue still occurred. The caller confirmed that the surgeon's head was fully in the viewer. The tse recommended rebooting the system when they had a chance. They called back to inform that the reported issue began to occur more frequently. The tse advised shutting down the system and cycling the main breaker on the surgeon side console (ssc). The caller stated that they were going to bring in a second ssc. The procedure was continued on the second ssc. There were no reports of patient injury.